Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient reported via a manufacturing representative (rep) and it was reported the patient saw the healthcare provider (hcp) and they determine that the system needed to be explant it so the infection could be treated. Apparently the patient was having drainage at the lead implant site. Apparently the patient was having drainage at the lead implant site. Apparently the patient was having drainage at the lead implant site. The implantable neurostimulator (ins) and leads explanted on (B)(6) 2020 and the costumer discarded the device. It will be replaced in the future. The issue is not yet resolved.